Event description:
About 1 hour post cryoablation procedure, the patient's blood pressure began to drop while the patient was in recovery. Echo showed pericardial effusion that was not noticed during the procedure or at the end of the procedure. Pericardiocentesis was performed and ~500 cc drained. Drain was left in place for observation overnight. The patient stayed in the hospital two days without any reported issues and was released on the third day ((B)(6) 2012). This report is for device 1 of 2.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Bin files were received and do not show issues for the date of case. Bin files show at least 8 injections were performed with the catheter. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.